Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 5x5 cm nodule was observed around patient's test site. There was no tenderness and the nodule was a normal temperature. The area was cleansed with betadine and a sterile dressing was applied. The patient was prescribed 500 mg keflex for possible infection. The implantable neurostimulator (ins) was implanted and the health care professional (hcp) noticed drainage when the pocket was opened. The hcp did lavage at the right hip incision site with 1g cefazolin. The drainage was sent for culture and revealed a (B)(6) infection. The patient was given vancomycin. The ins and lead were subsequently explanted. More pus was seen during explant which was sent for culture. The culture again revealed (B)(6). The wound was packed with betadine. A follow-up report will be sent if additional information becomes available.